Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported in a literature article that of the 126 patients with symptomatic intracranial atherosclerotic disease with failed medical management who underwent intracranial stenting with subject wingspan stent system, 4 patients who had hemorrhagic stroke died due to periprocedural complications with symptomatic intra cranial hemorrhage (sich) within 72 hours of the procedure. No further information is available. There is no definitive evidence in the article to conclude or deny that the adverse events were related to the subject devices. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of deaths covered within this literature source.

Event description:
It was reported in a literature article that of the 126 patients with symptomatic intracranial atherosclerotic disease with failed medical management who underwent intracranial stenting with subject wingspan stent system, 4 patients who had hemorrhagic stroke died due to periprocedural complications with symptomatic intra cranial hemorrhage (sich) within 72 hours of the procedure. No further information is available. There is no definitive evidence in the article to conclude or deny that the adverse events were related to the subject devices. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of deaths covered within this literature source.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported issues are documented in the device directions for use (dfu) as anticipated outcomes of these type of procedures. This complaint was reported as part of a retrospective study conducted to determine the effectiveness of resolute onyx over wingspan stent system at preventing procedural complications and long term restenosis. This complaint reference to the 4 patients who died due to periprocedural complications of hemorrhagic stroke with sich within 72 hours of the procedure. The reported events of patient stroke and patient death are documented in the device dfu as observed/ anticipated adverse events. The issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Based on an analysis of all available information, an assignable cause of anticipated procedural complication will be assigned to this complaint.